Manufacturer narrative:
Upon completion of the investigation, a follow up report will be submitted.

Event description:
Pt had mesh implanted in 2012 for open right inguinal hernia repair. She stated pain, sensitivity at hernia site and inflammation began soon after surgery. She feels pulling. When she eats she has pain. She stated her husband saw something on the news about mesh products and she did some research on line. Mesh remains implanted. Surgeon recommended no further action.